Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device observed that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.